Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with lower extremity deep vein thrombosis and pulmonary embolism had a vena cava filter deployed in an infrarenal location. Following filter deployment, mechanical thrombectomy and balloon angioplasty was performed and an infusion catheter was left in place for overnight lytic therapy. Approximately nine months post filter deployment, during scheduled retrieval, an attempt to snare the filter was unsuccessful. Multiple images of the inferior vena cava (ivc) were obtained demonstrating that the apex of the filter was embedded in the ivc wall. The decision was made to not remove the filter. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the medical records, the investigation is confirmed for a tilted filter and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2015; manufactured: 03/2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the apex embedded in wall of the ivc. The device was not removed after an attempted but unsuccessful percutaneous removal procedure approximately nine months post filter deployment. The patient experiences abdominal pain where the filter is implanted; however, the status of the patient is unknown.